Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively reported for the patient death. It was reported that this was an emergency mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the mitraclip procedure, the patient had a heart pump catheter placed. Two clips were successfully implanted, reducing mr to 1. The heart pump catheter was removed after clip implantation. Two hours post procedure, the patient went into cardiac arrest and could not be resuscitated. It is the physician's opinion that the mitraclip did not cause or contribute to the patient death. The patient was in very poor shape preoperative, this was a last chance salvage procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the reported death could not be determined. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The mitraclip procedure was successful reducing mr from grade 4 to 1. The patient died 2 hours after the procedure, most probably from worsening of underlying clinical condition. Death was unrelated to the device, which was confirmed by the treating physician.